Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage event with an infusion set as the cannula was leaking to the side of the cannula where it attaches to the site after being used for one day. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen. Patient's blood glucose level at the time of event was 88 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.